Manufacturer narrative:
An eval of the device cannot be performed as the device was kept by the pt and not returned to the MFR. X-rays and medical records are not made available due to hospital policy. If additional info becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2011-00240.

Event description:
It was reported that, "pt revised to mrh, unstable primary components. Hospital policy: no x-rays. Pt done elsewhere, part number above."